Manufacturer narrative:
The pump was returned, and analysis found residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse baclofen 80.0 g/ml in addition to morphine 8.0 mg/ml and clonidine 80.0 g/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 8 mg/ml concentration at 3.5 mg/day dose and clonidine, 80 mcg/ml concentration at 35 mcg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient had flu-like symptoms and return of chronic pain. An environmental/external/patient factors that may have led or contributed to the issue was motor stall. For diagnostics/troubleshooting, it was reported as "telemetried pump <(>&<)> showed motor stall". The rep attached the pump log and it indicated "motor stall occurred". For interventions/actions, pump replacement was planned and not scheduled. At the time of this report, the issue was not resolved and patient status was alive- no injury. No further complications were reported.